Manufacturer narrative:
This is the same pt/event as MFR #'s 2219689-1997-00040 through 2219689-1997-00041 and 2219689-1997-00043 through 2219689-1997-00046. Evaluation results indicate the event occurred due to the rasps wearing over time.summary of evaluation:

Event description:
Revision surgery revealed polyethylene wear of the tibial insert and patellar component.